Event description:
It was also reported that the patient had the device "reimplanted" the day prior to report. It was noted that the reporter had mentioned that the reimplant was the third surgery.

Event description:
Additional information was received. The health care professional (hcp) reported lead migration was the cause of the event. X-ray intervention showed leads had migrated. There were no known abnormal impedance measurements. It was reported lead revision and replacement were done (B)(6) 2012. It was noted two new electrodes were implanted, tolerated well with good post-operation recovery and good stimulation. No hospitalization was required. Patient outcome reported as no injury and recovered without sequelae. Devices were not returned to manufacturer. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead lot#: serial#: unknown implanted: explanted: product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-02233. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
It was reported that patient's implantable neurostimulator (ins) had a "wire disconnected" and was unable to use his ins for "a couple of months" following the device's implantation and before its subsequent replacement. If additional information is received, it will be included in a supplemental report.